Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: end effector is missing spring and will not hold reamer or impactor shafts. Case type: tha product evaluation and results: visual inspection visual inspection confirms failed locking mechanism. The 202866 hip release knob was sheared off. No missing spring observed. See attachments for images of the instrument. Dimensional inspection dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis material analysis was completed as part of the root cause investigation of CAPA 1450905 product history review: review of the device history records indicate 43 devices were manufactured and accepted into final stock on 04/20/2017. A qt 17-04-0055 was generated for this lot but this serial number was not included. Complaint history review: a review of complaints in catsweb and trackwise related p/n 206967, lot 19490816 shows 3 additional complaints related to the failure in this investigation. Pr 1621222, 1765315, 1817344 conclusions: the alleged failure mode was confirmed as the device will not be able to hold a reamer or impactor if the knob has been sheared off. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc 1414603 and CAPA 1450905.

Event description:
End effector is missing spring and will not hold reamer or impactor shafts. Case type: tha

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End effector is missing spring and will not hold reamer or impactor shafts. Case type: tha.